Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had multiple pors in the lifetime of the device but never knew what they meant and it was unknown what codes showed with the por. It sounded like the patient may have been trained on how to clear informational pors in the past. No patient symptoms were reported. No further complications were reported.